Event description:
(B)(6) 2024 tavr procedure left common carotid artery cutdown performed and a 6 fr sheath was placed. The aortic valve was then crossed utilizing an al1 catheter and a straight tip amplatz wire. This was then exchanged for a precurved safari wire utilizing a pigtail catheter. Subsequently, a 29 mm edwards s3 valve was deployed under rapid ventricular pacing. Transesophageal echocardiography demonstrated no paravalvular leak or aortic regurgitation. Next the tavr delivery system was removed from the left common carotid artery. Due to a split sheath with the delivery system unable to be withdrawn completely into the sheath this was removed as one piece. This then resulted in further disruption of the carotid arteriotomy. A 10x20 mm balloon was inflated in the proximal left common carotid artery to obtain proximal control. Due to the complexity of the repair with concerns regarding further loss of hemostasis and that the patient had no evidence of impaired signal on neuro monitoring, the carotid artery was ligated below the clavicle. The patient was transferred to the ICU for further care. It was reported that the patient was moving all extremities immediately post tavr. A head CT was performed the day following surgery and did not show obvious signs of stroke, however a repeat CT was performed 12 hours later and showed the patient had suffered a left hemispheric stroke. The patient remained intubated and sedated and also went in to renal failure requiring crrt. Neurosurgery consulted on the patient and determined there was nothing they could offer the patient. The patient's family essentially made the patient a dnr and he was allowed to expire comfortably.